Event description:
A malfunction was reported on the pump, identified by the code malf 12. There was no adverse impact on the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and after the reset, the malfunction did not recur. The customer called back because the malfunction reoccurred, and the pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.